Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. Analysis did find that the main printed circuit board was out of specification, the upper and lower cases were broken, the battery release, lead flex cover, four heart wire contacts, battery drawer, and battery flex were contaminated, the ring cover and two side bail covers were broken, the battery contacts were compressed, the ring was bent, and the display was out of specification with the gasket seeping out.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacer rate on the external pulse generator was set at 100 paces per minute (ppm) but the generator paced at 106ppm. It was requested that the unit have a calibration done. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the pacer rate on the external pulse generator was set at 100 paces per minute (ppm) but the generator paced at 106ppm. It was requested that the unit have a calibration done. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.